Manufacturer narrative:
(B)(4). Investigation summary: a photo was provided showing a blue reload from the top view inside of its sterile package. No damaged was noted on the reload. The analysis results showed that one gst60b reload was received unfired, with the pan partially detached from the left side. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the reload did not fit to the body(echelon). No patient consequence reported.